Event description:
On 06/06/2024 it was reported by a sales representative via e-mail that an ar-18700-09 driver shaft and an ar-18700-29 driver shafts tips broke off. This occurred during a case where the drivers broke off into the ar-18714v-08 screw head in the ar-18714p-12 plate. One of the tips from an ar-18700-29 driver could not be retrieved as it cold welded to the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.